Event description:
Same event as MFR report #: 2134265-2008-01221 and 2134265-2008-01219. It was reported that during preparation for a percutaneous nephrolithotomy (pcnl) procedure for treatment of kidney stones, the guide wire became non-sterile. According to the customer, when opening the amplatz super stiff guide wire, the wire "pops out" and becomes non-sterile. The event occurred outside of the patient and the guide wire was not used. The procedure was successfully completed with another of the same device. No patient complications were reported.